Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad buttons were also allegedly hyper-responsive when the buttons became stuck in a pressed position. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The up arrow and down arrow keypad buttons were confirmed to be sticking and hyper-responsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, the bolus button cover had a hole in it, however the button was responsive. Unrelated to the complaint, the display screen text appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.